Event description:
The patient reported the last four v-go devices the adhesive pad has not stayed adhered to the patient skin. The patient stated three of the four devices came off only after wearing them for 1 to 2 hours. The patient does avoid placing v-go in areas with excess hair, muscle, or bone but places it on the fatty underside of his arm. The patient stated that he does not always use an alcohol wipe to clean the area.